Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd phaseal¿ protector p50j leaked. This was discovered during use. The following information was provided by the initial reporter: the bladder didn't inflate and endoxan leaked from the connection of the vial.

Event description:
It was reported that bd phaseal¿ protector p50j leaked. This was discovered during use. The following information was provided by the initial reporter: the bladder didn't inflate and endoxan leaked from the connection of the vial.

Manufacturer narrative:
H.6. Investigation summary: one sample was returned to our quality team for investigation. Functional testing was completed, liquid inside the syringe could move to the vial and back to the syringe without issue, however, a leakage between the vial and protector was observed. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. As a lot number was unavailable for this incident, a device history record review could not be performed, and additional retained samples could not be investigated. If the protector is used more than once, liquid may accumulate and over saturate the filter. This over saturation would create a pressure which prevented proper air release to the expansion chamber. The same effect may occur if liquid accumulated within the internal face of the vial rubber stopper, over pressure can then create a leak into the expansion chamber. Based on the sample evaluation and the quality team's investigation, a root cause related to our manufacturing process cannot be identified at this time. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends. H3 other text : see section h.10.